Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Clinic notes were received indicating that the vns patient went to the ER on (B)(6) 2011 due to an increase in seizures. The patient¿s device settings were adjusted and the patient felt back to normal. The patient¿s device was later interrogated and her device settings were reportedly reset. Review of the available programming and diagnostic history showed no anomalies in programming through the final interrogation on (B)(6) 2011. Attempts for additional relevant information have been unsuccessful to date. The increase in seizures was reported in manufacturer report #1644487-2012-00170.